Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects. There is no information available regarding the product return status at this time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects. There is no information available regarding the product return status at this time. Information provided indicates the device must stay in the hospital pharmacy for a period of one month and it will then have to be requested to be returned at the hospital decision.